Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw keeps coming loose. Screw was removed and a new one was placed at tooth location # 31.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was perform using applicable instruction for use, risk files and other available information. Functional testing could not be performed, since the product was not returned. No pre-existing conditions were noted, on the per. The device was intended for tooth (B)(6). X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1229513) had revealed, no deviations nor non-conformances, which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1229513), for similar events. And no other complaint was identified. Based on the available information, device malfunction and the reported event could not be verified, since the product was not returned. And as the exact details of event were nonverifiable.